Event description:
It was reported that the patient was admitted due to more somnolence than normal. The patient had also fallen on the date of the report and the hcp wanted a device manufacturer representative to come out and check the pump. The patient was being transferred to the intensive care unit (ICU) because while she was on ¿abg¿ the patient was acidotic and very somnolent. The patient was responding positively to narcan. The type of medication being delivered via the device system was morphine. Additional information has been requested regarding diagnostics and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).